Event description:
During an open gastic bypass procedure the staples did not form on right side of the cut line. Not sure which firing, but advised it was not the initial firing. Blue reload was used. Required over suturing of the staple line to complete case. There was no patient consequence reported.